Event description:
Boston scientific crm received info that difficulty was experienced retaining the right ventricular lead within the port of this implantable cardioverter defibrillator (ICD). Several attempts were made to secure the lead. One final attempt was made and the setscrew was backed fully out and retightened and the lead was successfully retained. This ICD remains implanted. No adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. Should more info become available, this event will be reopened.